Manufacturer narrative:
The facility referenced in this report purchased two replacement cables. The user facility returned two video cables, however, these devices were inadvertently scrapped prior to being evaluated, and are no longer available for investigation. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, lines appeared on the video screen, and then the image was completely lost. The difficulty was isolated to the videoscope cable. The procedure was completed with a similar, but different video cable; however, the procedure was said to have been extended by two and a half to three hours. There was no patient injury reported.